Event description:
The manufacturer received information alleging a ventilator did not display information on the screen. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center the allegation was confirmed. The lcd backlight did not illuminate and was subsequently replaced. Tobacco smell was detected in the device requiring the blower bellows, blower, flow sensor assembly and tubing kit to be replaced. The device then passed all tests.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator did not display information on the screen. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center the allegation was confirmed. The lcd backlight did not illuminate and was subsequently replaced. Tobacco smell was detected in the device requiring the blower bellows, blower, flow sensor assembly and tubing kit to be replaced. The device then passed all tests. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.